Event description:
The customer reported that while running an hiv-1 p24 antigen assay, using summit sample handler, pipetted a blood clot in well position g10 and no error message was given. A field service engineer was dispatched. No death or serious injury was associated with this event.